Manufacturer narrative:
This issue was previously reported under MDR number 3016438761-2025-00579 under a different suspect device. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. The data and information provided by the customer were reviewed and supported the complaint issue. A review of ticket trending data for the architect stat troponin-I did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 36410un25. A device history record review was performed on lot 36410un25, which did not show any potential non-conformances, deviations, or non-conformances. The overall performance of architect stat troponin-I reagents in the field was reviewed using data from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 36410un25 are within the established limits. Labeling was reviewed and found to adequately address the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 36410un25 was identified.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The following data was provided: sid (B)(6) processed on (B)(6) 2025 initial result at 6:53 pm = 0.32 ng/ml repeat results at 7:12 pm = <0.01 and 7:33 pm = <0.01 ng/ml. Customer¿s reference range = 0.000- 0.300 ng/ml no impact to patient management was reported.